Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported mitral valve insufficiency/ regurgitation (unchanged mr) was due to the clip being implanted on a chordae. The cause of the reported foreign body in patient associated with the clip being implanted on only one chordae was due to the clip becoming caught in chordae. The cause of the reported entrapment of device (clip caught on chordae) was due to procedural circumstances of the clip interacting with patient pathology/morphology in conjunction with challenging patient anatomy (pre-existing chordal rupture, leaflet flail). The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional mitraclip device is filed under separate medwatch report number.

Event description:
This is filed to report clip caught on chordae, requiring to deploy the clip on chordae. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade of 4. The patient presented with pre-existing chordal rupture and flail. After the first attempt to grasp the leaflet, the clip got stuck in the flail anterior leaflet and it was not possible to free the clip. The clip was deployed on the flail chordae. The clip remained stable. A second clip was attempted but it was not possible to grasp both leaflets. The mr was unchanged. The patient was sent to mitral valve replacement surgery. No additional information was provided.